Event description:
It was reported "sometimes cable needs to be moved around to get pump to charge". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.